Event description:
It was reported that pump touchscreen was cracked and shattered after pump fell and was slammed in door, and caller could not see or use touchscreen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, provided instructions for storage mode and return of damaged pump within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.